Event description:
Info was received that reported a pt was hospitalized in 2007, due to an incidence of hyperglycemia. On the evening of the pt's blood glucose was 60mg/dl after a infusion set and cartridge change. The next morning her blood glucose was 479 mg/dl. After she began to vomit and her blood glucose was > 500 she was transported to the hosp. The pt was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
MFR completed the entire form. Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.